Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The diabetes educator did not feel that the hospitalization was insulin pump related and stated that the insulin pump had been tested. She also stated that the customer had been in the hosp a few times in the last couple of months for diabetic ketoacidosis. Nothing further was reported.